Event description:
The complainant reported that the clinicians were attempting to place a vaxcel chest port in a pt during a therapuetic pt procedure performed on 1/13/2006. Approx half way down it began to become thinner and thinner and finally the sheath broke off. The physician was successful in implanting this device by manually inserting this same catheter into the pt. The complainant reported that there was no adverse affect on the pt as result of the reported problem.